Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a rewind anomaly. The customer stated they were attempting to fill tubing, but the insulin pump would take them back to the menu where it states the customer was disconnected. Customer's blood glucose was unknown. The customer stated they are calling back after letting their insulin pump rest. Troubleshooting was not completed as the call began to get disconnected. The insulin pump will not be returned for analysis.